Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. Should additional informaiton become available an amended report will be submitted.

Event description:
Boston scientific received information that one week post implant, fluoroscopy revealed that this left ventricular lead had become dislodged. A revision procedure was performed and the decision was made to remove and replace the lead. The new lead was successfully implanted with normal measurements. No additional adverse patient effects were reported.